Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a faulty force sensor. Further testing could not be performed due to the prime anomaly. The device had broken belt clip slot, cracked battery tube threads, reservoir tube, reservoir tube window, case display window corners, scratched screen, and missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed and was stuck in prime/fill loop. The customer stated that the device gave her a bout 1/3 of what was in the reservoir, and she ate two candy bars, had a coke and lunch. The blood glucose reading was 105mg/dl. Troubleshooting was performed, and no damage to the drive support noted. Then the customer called back and stated that she was hospitalized with low blood glucose. The caller stated that she did fill the tubing while connected which caused her hospitalization. No further information was provided.